Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 82875 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® z 7 ml 13x100mm serum had presence of fibrin causing instrument blockage. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/22/2017.